Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on the controller has no operator-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and no annual maintenance check is required. If a component malfunctions, call customer service for a return authorization. A visual inspection observed the warranty seal is broken and the power button is pushed inside the unit. A functional evaluation revealed the unit cannot be tested due to the power button being pushed inside the unit. The unit was opened and found multiple cables disconnected from the main board. The complaint was verified. Factors that could have contributed to the reported event include rough handling or excessive force when trying to actuate the power button. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that werewolf controller's power button came apart from console and pushed inside the machine, during set up or inspection for an unknown procedure. The procedure was completed with a competitor's device. No patient injury or delays were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.